Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly per the instruction for use, that the water quality monitoring was applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2m membrane or equivalent performance filter was used for tap water and when the device is not used, it is stored drained. The hospital does not use reusable heating blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.